Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had mashed a wrong button on the insulin pump and needs help getting it straightened out. Customer stated that he checked his blood glucose and when he added the carbs, it would be blinking. When he pressed the act button again, it would give him the option of the dual bolus. Customer was advised to disconnect and remove the reservoir. Customer was assisted with programming the bolus. Customer mentioned that about 2 weeks ago, he woke up with a blood glucose level of 36 mg/dl and was sweating and shaking. Customer declined troubleshooting for low blood glucose and stated that he needs to eat something before he goes to bed to be sure that he doesn't go low. Customer stated that after he eats, his blood glucose goes up to 225 mg/dl. Customer declined troubleshooting for high blood glucose.